Event description:
Customer stated, "she was laying in bed on her left side and had the pad over her right shoulder with right hand on the control. The switch sparked and burned her hand and burned a hole in her sheet and her finger a little". The customer did not seek out medical attention. The product was approximately 16 years and 2 months old when the incident occurred.